Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime, force system sensor and excessive no delivery test. All operating currents are within specification. No blank display noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 480mg/dl and treated with injection. Troubleshooting was performed. It was found that the battery compartment might possibly be corroded. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No further details.